Event description:
It was reported that during a colectomy procedure, the device was firing malformed staples. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4).